Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced, the expiratory filter. The unit passed extended self-testing.

Event description:
Report received that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.